Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented at the hospital due to chest pain. The device showed inappropriate atrial fibrillation (af) episodes due to t-wave oversensing. The programming change was made. The patient was stable.